Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has been receiving stimulation in the abdomen while using the scs system. In (B)(6), he began receiving overstimulation in the abdomen. Xrays were taken. Surgical intervention is pending to address this issue.